Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm. No delivery alarm was resolved with a reservoir change. Customer reported of experiencing insulin reaction. Customer's blood glucose was 41 mg/dl. Healthcare professional was notified about low blood glucose and settings were adjusted. Customer also reported that sensor was getting stuck in serter. Due to loss sensor, customer was advised to remove sensor and it was found that sensor cannula was bent. Customer was advised to call back should issues persist. No further information provided.